Manufacturer narrative:
It was reported that the transmitter will not transmit signal causing interruption to patient monitoring, but not for very long. No consequence or impact to the patient was reported. The reported device was returned to nihon kohden; however, device evaluation anticipated, but not yet begun. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the transmitter will not transmit signal causing interruption to patient monitoring, but not for very long. No consequence or impact to the patient.

Event description:
It was reported that the transmitter will not transmit signal causing interruption to patient monitoring at the central nursing system (cns), but not for very long. No consequence or impact to the patient.

Manufacturer narrative:
Details of complaint: on 5/1/2019 customer reported that telemetry transmitter zm-541pa (B)(6) will not transmit data to cns. The serial number of the cns was not known. The settings on the associated cns are not known. Transmitter device was sent to nka for evaluation and exchange. Nka repair center evaluated the device. The reported issue could not be duplicated. There were no issues noted. Service requested: exchange. Service performed: exchange. Investigation result: because no issues were observed with the zm-541pa (B)(6) , it is concluded the cause of the reported issue where data was not being transmitted to the cns monitor was not due to the transmitter device. Due to limited information provided, the root cause of the reported incident is unknown. Service history for this user facility shows one subsequently related zm-541pa issue: ticket 70647 - created on 10/18/2019. Customer reported issues with device was not showing ECG rhythm for leads other than lead ii. Customer was using no nk approved lead sets. Investigation conclusion: because no issues were observed with the zm-541pa (B)(6) , it is concluded the cause of the reported issue where data was not being transmitted to the cns monitor was not due to the transmitter device. Due to limited information provided, the root cause of the reported incident is unknown. Corrected information: d11 & c2: suspect medical device: changed from "not applicable" to "cns-6201". F9: approximate age of the device changed 39 months to the correct 38 months.